Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic in (B)(6) 2019 for a follow-up. It was noted that the right ventricular lead exhibited high capture threshold, high pacing impedance and r-wave amplitude variation. It was further noted that the patient was non-compliant. The lead was explanted and replaced. The patient was stable before, during and after the procedure.